Event description:
It was reported that at implant, threshold was 1 v at 0.4 ms. One month post implant, threshold was 3 v at 0.8 ms. This was possibly caused by the low septal placement in the right ventricle. The patient fainted during this time. Though the physician did not think there was a problem with the lead, it was replaced.

Manufacturer narrative:
No medwatch form was received.